Event description:
The customer stated that his meter readings had been higher than usual. While troubleshooting, he performed control tests and received results of 400 and 448 mg/dl. The normal control range was not provided, but should be around 95-136 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation. The customer was unable to read the product info for the strips, so product code and lot number will not be provided. Replacement test strips were sent to the customer.